Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists adverse events, including right heart failure and pericardial fluid collection that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for mlp-017184 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas IFU, rev. A, is currently available. This IFU lists right heart failure and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2023, the external right ventricular assist device (rvad) was removed due to ventricular recovery or weaning.

Manufacturer narrative:
Section e: reporter email and phone number were not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-017184, and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for mlp-017184 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists right heart failure and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for right heart failure. On 09feb2023 the patient developed pericardial fluid collection. The patient experienced peripheral edema and ascites. The doctor felt that the event was unlikely related to the device but was undeniable. The event was treated with an aortic valvuloplasty. The patient experienced symptoms of tamponade. After aortic valvuloplasty, pericardial fluid was observed and drainage was needed. The patient was discharged on (B)(6) 2023.